Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side implant exchange due to the patient's concern with the product and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, three openings assessed, as surgical damage.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22apr2024.